Event description:
It was reported that during a pci electrophysiology procedure, the tip of the mailman guidewire fractured during withdrawal. The lesion being treated is unknown. The tip became stuck in the sheath during removal. The physician removed everything and the procedure was restarted and completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "okay".